Event description:
The customer contacted beckman coulter inc, (bci) regarding an elevated accutni (troponin) result in the risk stratification range for one pt. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample on another instrument and it was within the normal reference range. The initial results were not reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on (B)(4) 2009, to investigate the event. The fse adjusted the ultrasonic's and verified mixer motor speed. The fse then ran a high sensitivity system check and normal system check, both passed within instrument specifications. Then the fse recalibrated accutni and ran quality controls (qc) with five replicates. All the qcs were within established ranges. The fse verified repairs per established procedures and all repairs met published performance specifications. Although hardware issues were addressed by the fse, a definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.